Event description:
The customer reported that there were half images. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. Gender info was not provided. (B)(4). The unit was returned for evaluation. The service engineer replaced the flat cable. The panel was calibrated and tested for five days. No additional problems have been reported. (B)(4).